Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 6947m62 implantable tachy lead implanted: (B)(6) 2013 product ID 507652 implantable pacing lead implanted: (B)(6) 2013 product ID 439888 implantable pacing lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented complaining of phrenic nerve stimulation. The device was reprogrammed and remains in use. The patient is participating in the (B)(6) study. No patient complications have been reported as a result of this event.